Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the atrial lead had high thresholds at several different pacing sites. The physician tried to insert the guidewire into the lead again and found that it could not pass. The lead was removed and another one was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. The analyst noted the stylet was not returned with the lead. A fresh 14-52 gray stylet was able to be fully inserted into the lead without resistance. If information is provided in the future, a supplemental report will be issued.